Event description:
Damage to the pump housing and usb port was reported, impacting the customer's ability to charge the pump. There was no adverse impact on the customer's blood glucose level. Technical support arranged to replace the pump, and the customer was advised to use multiple daily injections (mdi) as a backup therapy.